Manufacturer narrative:
G.1 contact name, email, phone, fax, address updated. A review of customer information showed the quality control (qc) results for 2 of the 3 levels run were within range. Qc level 2 was out of range low. A search by product lot found normal complaint activity for this issue. The trend review by the product list number found no adverse trends related to this issue. Labeling was reviewed and found to adequately address the issue under review. A device history record review showed no nonconformances were found that related to the current complaint. No product deficiency was identified.g.1 contact name, email, phone, fax, address updated.

Manufacturer narrative:
Postal code of (B)(6) is due to system character limitations, the correct postal code is (B)(6). An evaluation is in process. A followup report will submitted when the evaluation is complete.

Event description:
The account observed false depressed sodium processed on the alinity c processing module that repeated higher at another lab. Sid (B)(6) generated alinity sodium of 108, 109 mmol/l but 147 mmol/l at another lab. The account uses a reference range of 136 to 146 mmol/l. No specific patient information was provided. No impact to patient management was reported.